Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Functional testing found that the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. There was no difficulty loading or unloading the reload. It was reported that the device was difficult to unload. A related device issue could not confirm. The most likely root cause could not be established from the information available. The product analysis detected tow additional condition that was not related to the reported issue. First, was thick tissue application. The product analysis noted evidence that the device was not used as intended. Replication of the deformed clamping mechanism may occur if application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The product analysis detected an additional condition that was not related to the reported issue. The instructions included with this device provide the following guidance: the information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Second unreported case was the knife blade damage that have no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance: the information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastrectomy when the cartridge was unable to be removed from the adapter, the spare adapter was attached and the procedure was completed without problems. After the procedure, when it was tried being removed again, it was able to be removed. There was no patient injury.